Event description:
The manufacturer received information alleging a ventilator would not deliver the set tidal volume. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Additional information was received on mar 01, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator would not deliver the set tidal volume. There was no harm or injury reported the device was returned to the third party service center for further evaluation. The device was evaluated. There was no specific failures mode or failed components. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were multiple errors found. The third party service center concludes that they could not confirm the customer's allegation of does not reach the tidal volume and the device was scrapped. Sections d8, d9, e1, h2, h3 and h6 has been updated in this report.